Manufacturer narrative:
A product has not been returned for eval, therefore, a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Should such info becomes available, it will be included in a f/u report. The device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedure. The device history record for this batch shows that product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (B) (4)

Event description:
Narrate the event description: the physician claims that during an emergent ascending aorta replacement procedure, blood leaked 5 cm from the distal anastomosis after the release of fogarty clamps. The physician placed one stitch to achieve hemostasis. It was reported that the procedure was delayed slightly as a result of the alleged event. It was also reported that the pt had no problems as a result of the event. Add'l info received on 10/nov/2009: the amount of blood loss was not quantified. There was a slight delay in the procedure due to the event. The procedure was done with the use of fogarty clamps. It is reported that the pt had no problems as a result of the event.